Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. No functional testing was possible since unit will not turn on. Not able to download data log. Interior inspection found damaged main board, loose metal disc. The customer reported event that the receiver ceased to function was confirmed. The root cause was a damaged reset button.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.